Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This is from conference presentation in "the 42th annual meeting of japanese hip society:" it was reported that there was confirmation of squeaking after the medical procedure.